Event description:
The healthcare professional reported that during an endovascular embolization procedure, a non j&j microcatheter was positioned at the target site, and a galaxy g3 4mm x 10cm coil (product code: gly120410, lot number: 1652406s) was delivered into the aneurysm. After coil deployment, detachment was attempted; however, the coil failed to detach. The physician retracted the coil and noted that it had become unraveled/stretched. A second coil was introduced and successfully detached. The physician then proceeded with stent deployment using an enterprise2 4mmx23mm (product code: encr402312, lot number: 9751065) but observed that the stent¿s three distal markers were converged and failed to open or expand as intended. The stent was retracted and replaced with a new stent, which deployed successfully. The microcatheter remained in place throughout the procedure and was not replaced. The overall procedure time was extended by approximately 10 minutes. No patient harm was reported. Additional event information received on 02-mar-2026 indicated that a pre-deployment electrical testing was performed. The same dcb and control cable were successful with subsequent coils. The embolic coil was still attached to the coil delivery system when removed from the patient. Regarding the enterprise2 4mmx23mm stent, the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. No additional intervention was performed to attempt to expand the stent. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delayed/prolonged due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was already detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the resistance while using the enterprise system cannot be evaluated since the stent was already detached from the delivery system. The issue reported regarding stent marker bands converging was not confirmed since the stent was noted as already expanding on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but opposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. The stent detachment was not documented in the initial report. Assessment of the available findings does not indicate that it is related to the reported issue. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The ifus do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.